Manufacturer narrative:
Neither the pod nor the pdm associated with the event will be returned for evaluation. We are unable to evaluate the devices for any defects that may have resulted in any type of communication issue, potentially impacting insulin delivery. No specific device failure modes were reported. The lot numbers from which the devices were built were not provided. We are unable to evaluate manufacturing data for any lot-specific failure modes that may be associated with the event. Based on the information provided in the report and without the devices returned for evaluation, we are unable to conclude that the omnipod system was, or may have been, a contributing factor to the customer's high bg levels. No conclusion can be drawn.

Event description:
The report indicated that the pt had been at her doctor's office on a routine visit when she experienced high bg levels (greater than 250mg/dl) and large ketones. As a result, she was taken to the emergency room. The doctor stated that "the pdm isn't delivering her pt's insulin properly," though no specific failure mode was reported. The issues experienced when attempting to deliver insulin are unk. Neither the pod nor the pdm associated with this event will be returned for evaluation.